Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This report was submitted to correct a contradictory statement in the event description.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to product performance issue a few months after being implanted. A new rv lead was successfully implanted during the intervention. No additional adverse patient effects.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to product performance issue after 2 months of being implanted. This lead was successfully implanted. No additional adverse patient effects.